Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: (B)(4). Investigation summary: bd received 15 samples and 2 photos for investigation. A visual inspection was conducted on the 15 returned samples, where 14 out of these samples failed due to bowed assembly. The analysis of the 2 returned photos revealed that 4 tubes appeared to be warped. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: bowed assembly based on customer sample and photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, four cases of tubes appeared warped. No adverse impact was reported regarding the patient or user.